Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology was reported as the right external iliac artery had a severe curvature and with severe calcification. The left external iliac artery had partially stenosis and access would be difficult. The aortic neck was almost 80 mm in length and it had a partial swelling. The physician elected to advance an aortic cuff 23x23x49 via the right side prior to the bifurcated stent graft, just below the left renal artery. After the implant of the aortic cuff, main body would be implanted 2cm below from the cuff (because it was expected to deploy contra limb in the aneurysm and to have difficulty in deliver due to severe access condition, and cuff would be low cost). A pigtail catheter (marker-assisted) was inserted through the right femoral artery. During insertion of the marker-assisted pigtail catheter, the physician was concerned about difficulties/non-smooth insertion due to the tortuous eia. An angiography was entirely taken and guide wire was replaced with aus. The 23x23x49 was inserted in the patient however, due to the tortuosity in the eia, there were difficulties and there was delivery failure. Then the delivery system was left in the blood vessel. Left approach was suggested, and it was tried to move forward with guide wire. Left eia had stenosis and it was once checked dsa for distal side. Around that time, blood pressure fell was confirmed, but it was soon recovered and the procedure was continued. The guide wire was moved forward, and percutaneous transcatheter angioplasty (pta) was performed for the stenosis of right eia. As guide wire was replaced with aus, the physician requested to replace the right guide wire with les and delivery was retried. Delivery system was once removed, and insertion was retried with the replaced les. However, it had difficulty in delivery at the same non-smooth site. During the retry of insertion of the delivery system, it was found the sudden change in the patient condition. Blood pressure fell was confirmed and dsa was performed for distal side, which found perforation on eia. It was immediately occluded with reliant balloon, and open conversion was performed. The procedure was succeeded in replacement of synthetic vessel and completed. No additional clinical sequelae were reported. Review of an angiogram video at implant revealed that the device was attempted to be brought up the right side. Angiogram showed that the iliacs were tortuous and diseased; the right side appeared more tortuous than the left iliac. After multiple attempts to advance the device, due to vessel tortuosity it was only able to reach the right common iliac. Additional attempts to push the device up resulted in the iliac artery disfiguring/coiling up. The device was left in the right iliac, and the left iliac was wired and ballooned. Several additional unsuccessful attempts were again made to advance the device up the left iliac. The device was then removed from the patient. After dilating the iliac, angiogram showed that the left iliac had been perforated. A balloon was then brought up proximal to the vessel perforation to control the bleeding. The video ended.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Results: inherent risk of procedure (trauma to the vessel); patient's condition affected effectiveness of device (anatomy related; vessel morphology, tortuous and diseased ). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology, tortuous and diseased).